Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 309657. Batch no. 8047580 provided but not valid. It was reported the syringe was leaking. Crm intake notes: 1. Description of issue: customer reported being unable to fill cartridge with syringe due to syringe leaking. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. 3. Number of occurrences: twice. 4. Item number: 3 ml syringe ¿ 309657. 5. Product lot number: m177059 (on cartridge box), 8047580 syringe. 6. Are samples available for investigation?o no. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution: cts offered to guide customer through steps to fill new cartridge. Customer was able to successfully fill cartridge with new syringe to resume insulin. Cts to replace syringes. Customer satisfied. No further follow up needed. 10. Note: product category = needle/syringe issue. In reviewing my notes, customer stated that the leakage was were the needle is ¿around the hub¿.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 309657, batch no. 8047580 provided but not valid. It was reported the syringe was leaking. Crm intake notes: description of issue: customer reported being unable to fill cartridge with syringe due to syringe leaking. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: twice. Item number: 3 ml syringe ¿ 309657. Product lot number: m177059 (on cartridge box), 8047580 syringe. Are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution cts offered to guide customer through steps to fill new cartridge. Customer was able to successfully fill cartridge with new syringe to resume insulin. Cts to replace syringes. Customer satisfied. No further follow up needed. Note: product category = needle/syringe issue. In reviewing my notes, customer stated that the leakage was were the needle is ¿around the hub¿.